Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the surgeon, the patient experienced an infection at the implant site which was treated with oral and topical antibiotics. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on august 08, 2022.